Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The pump had more than 10% of volume remaining after 24 hours of infusion. PICC (peripherally inserted central catheter) line was used. The device contained 13.5g piperacillin/tazobactam and sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: e1, e3, h4, h6 (update codes), h11. Correction: g2: report source (replace consumer with healthcare professional). H4: the lot was manufactured august 7-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid in the bladder which suggests a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.